Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was reported that the patient developed an upper respiratory infection. It was noted that urgent care gave them z-pak and a steroid shot. The patient¿s trial started on (B)(6) 2017 . There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.